Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one catheter segment was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A longitudinal split was noted approximately 1.6cm from the proximal end of the catheter segment. Catheter wear also noted throughout the catheter segment. Upon infusion, water was observed exiting the longitudinal split in the catheter while water with thrombus exited the distal end. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and leak issues. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one year, three months, and eighteen days post port placement, while accessing the port, fluid was allegedly found under the skin in the area directly surrounding the port and was found that there was leakage of saline allegedly coming from the catheter tract when the port was flushed. It was further reported that a fracture was allegedly found under the proximal catheter. Furthermore, blood return was not allegedly obtained at the time of access. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that one year three months and eighteen days post port placement, the fluid was allegedly found under the skin in the area directly surrounding the port. It was further reported that the fracture was allegedly found under the proximal catheter. Reportedly, blood return was not allegedly obtained at the time of access. The port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.